Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) em2400 valve sets leaked from port 5 and bubbles were noticed. The issue was observed during delivery with compounder. The ingredient was removed off of port 5 and the port was capped to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual devices were discarded; however, eleven (11) unopened, companion samples were received for evaluation. Visual inspection was performed on two (2) randomly selected companion samples; no defects were observed on sample 1 and sample 2. Functional and system level testing was performed on the 2 companion samples and bubbles were identified on one (1) sample only during the direct entry compounding cycle; no bubbles were identified on the second sample. The reported bubbles were verified on 1 sample; however, a leak was not verified. The cause of the bubbles could not be determined. The reported condition was not verified on the second sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.